Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, it tore. This occurred on (B)(6) 2019. There was no patient contact with the lens and the cause of the event is unknown.